Event description:
It was reported that a non-specific lead malfunction was observed. It was also noted that the patient underwent an unspecified corrective surgery. No further information is available at this time.

Event description:
New information notes that the lead was capped and replaced in (B)(6) 2008 due to noise. In (B)(6) 2013 the previously capped lead was explanted during revision of a second lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received states that suspected lead fracture was noted prior to lead being capped.